Event description:
Coopervision was made aware by a pt's father that a little of a year ago, his son was having severe problems in one of his eyes. According to the pt's father, his son was seen a couple of times at an urgent care facility and multiple times at the family's eyecare provider. The pt only had problems in the one eye. The pt's father states that the eye doctor believes the cause of the eye problems were due to the contact lens and that the eyecare practitioner diagnosed his son's eye condition as a corneal ulcer. The pt's father states that although the condition has stabilized over the last year, his son still experiences some vision/comfort problems. The father states that the eye care provided informed him the vision/comfort problems may be permanent without some sort of eye surgery to attempt to repair. No lenses have been returned for eval. The association between coopervision lenses and the incident is unconfirmed.

Event description:
Cvi is in receipt of additional information. The patient's initial diagnosis of a corneal ulcer has fully resolved. The patient was prescribed vigamox and is currently continuing daily wear lenses. This event is resolved.